Event description:
The customer reported non-reproducible troponin I (access accutni+3) results for thirteen (13) patients involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the patients' samples on an alternate access 2 immunoassay system portion of a unicel dxc 600i synchron access clinical system (serial number (B)(4)) and obtained lower results within the normal reference range for twelve of the patients. A thirteenth patient's repeat result was lower but within the same clinical category. There was a report of change in patient treatment associated with this event but it cannot be confirmed how many of the patients experienced this change to treatment, nor what the change to treatment was that occurred. This report will address the patients that had change to treatment. MDR 2122870-2015-00070 will address those patients that did not have a change to their treatment. Quality control (qc) had been performing within the customer's established ranges prior to the event but was not recovering within the expected ranges after the generation of the non-reproducible access accutni+3 results. Both the calibration and system check parameters were recovering within expected parameters. The samples were collected in serum separator tubes. The centrifugation speed and time of the samples was not provided by the customer. No issues with sample integrity were reported. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for any of the patients in this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the customer's instrument. The fse discovered that the peri-pump tubing for all of the aspirate probes was too short causing the probes to be pulled up and tilted during aspiration. The was leading to poor aspiration of unbound analyte and "touch-off" within the reaction vessels (rvs) leaving extra unbound analyte behind. The fse replaced the tubing and cleaned the aspirate probes. All verification testing passed within published performance specifications. In conclusion, the shortened peri-pump tubing is the cause of the event. It is unknown what led to the peri-pump tubing to become too short. (B)(4). All mdrs associated with this event: 2122870-2015-00070; 2122870-2015-00071.